Event description:
During the svt procedure, communication and output issues resulted in a procedural delay. The ensite x was not reading contact force and not connecting to the tactisys when the tactiflex ablation catheter was plugged in. It also showed incorrect rf metrics. The tactisys cable was replaced with no success. Then the tactisys quartz was replaced with no resolution, but the correct rf metrics appeared. The tactiflex ablation catheter was replaced and after a longer than expected time, it connected. The procedure was successfully completed with no adverse patient consequences.